Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The cassette was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bags were not properly connected. The technical service representative explained the alarm and advised the hp to start therapy over with new supplies. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.